Event description:
It was reported that the right ventricular (rv) lead had an apparent fracture. The lead was replaced. The patient received inappropriate therapy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).